Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician provided troubleshooting to the user over the phone. The biomed stated that this event occurred during a procedure and there was image loss. The primary display monitor was using the signal from the otv-s190. There was a dvi cable from the otv-s190 to the imh-20. When the image goes out on the primary display monitor, then the same thing occurs on the imh-20. The biomed checked the cables and they were in good condition and free of defects. He noted the lamp life meter on the clv-190 was at 500 hours. The technician recommended that the lamp be changed out. The biomed followed up and stated that he changed the lamp to the clv-190 and this resolved the issue. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that during an unspecified procedure there was a loss of image. User stated the image on the otv-s190 is going in and out. There was no patient injury or harm. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07281. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation the OEM determined the event occurred because there were problems with the lamp of clv-s190 although there was no abnormality in this product. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - avoid using the light source in a dusty environment. This may damage the light source. - use the light source only under the conditions described in, "transportation, storage, and operating environments" on page 109 and, "specifications" on page 109 in the appendix. Olympus will continue to monitor complaints for this device.